Event description:
New information received indicates that the right ventricular (rv) lead exhibited low, out of range pacing impedance. The patient remained stable following the procedure.

Event description:
New information indicates that the noise over-sensing reoccurred on the right ventricular (rv) lead. Lead impedance was also out of range. The rv lead was explanted and replaced on (B)(6) 2025. The patient's condition is unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing. Programming changes were made. There were no patient consequences.

Event description:
New information received indicates that noise oversensing has recurred on the right ventricular (rv) lead. Programming changes were implemented without any adverse effect on the patient.